Manufacturer narrative:
(B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a long spiral perforation had occurred during use of another device in the mid right coronary artery. An attempt was made to cross a 2.8 x 19 mm graftmaster stent delivery system (sds) for treatment of the perforation; however, it failed to cross. A 2.8 x 16 mm and a 3.5 x 19 mm graftmaster were able to cross and be deployed sealing the perforation successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.